Manufacturer narrative:
No battery out limit alarm was noted. All operating currents were within specification and the insulin pump passed the self test. No unexpected battery alarm was noted. No display anomaly was noted. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, after customer got out of the bath. Customer also stated the numbers were scrolling. Customer's blood glucose was 19.9 mmol/l. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.